Manufacturer narrative:
H6: product analysis could not confirm the reported fault. The pre-repair temperature test was not able to be performed, as blade/burr did not not rotate. Found the handpiece cosmetically not ok. The connector had dent. Error code 16 (mcb motor overcurrent detected) was displayed on the screen. The hi-pot test was failed as the motor cable assembly found faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the m4 handpiece had heating issue. There was no patient involved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the overheating was noticed in less than one minute. The handpiece was used in oscillation mode in 5000 rpm speed. The irrigation was used with a flow rate of 15cc. The procedure was completed with a backup handpiece.